Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement of the clip delivery system following clip deployment and pericardial effusion requiring no treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was advanced to the mitral valve and successfully deployed and implanted. Following clip deployment, there was unpredicted movement of the clip delivery system. In the physician's opinion, this was due to excessive posterior torque applied to the system in order to grasp the posterior leaflet and that the device worked properly. Following this, a small pericardial effusion was noted in the region of the left upper atrium. It was not possible to determine if the cds hit the left atrial wall due to this movement. The cds and sgc were removed and prior to removal of the trans-esophageal echocardiography probe, the effusion had dissipated and was almost non-existent and no intervention was needed for the effusion. There was no clinically significant delay in the procedure and no adverse patient sequelae. The day following the procedure, there was no evidence of pericardial effusion and the patient was in good condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no similar incident reported from this lot. Based on this information, the reported unintended movement appears to be due to procedural circumstances. The reported patient effect of pericardial effusion was due to reported unintended movement. However, the reported patient effect of pericardial effusion is listed in the mitraclip instructions for use (IFU) as known possible complication associated with mitraclip procedures. The reported minor injury/ illness / impairment was a result of case specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.